Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an endolymphatic shunt decompression it was observed that the motor device was "heating up". According to the reporter, "the quick connect piece was not properly connected" on the device. The reporter stated that the device heated up at the end of the surgical procedure. The actual device was used to complete the surgery successfully. An identical spare device was available for use. It was reported that the patient "may have had" dizziness and nausea. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted.